Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not power up properly. Physio replaced the system pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported the device was not booting up appropriately while performing the daily test. No patient was involved with the incident.